Manufacturer narrative:
(B)(4). Batch # t5c86m. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with four ecr60b reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reload b, c, d and e: ecr60b, t5ae83, fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: can you please provide more event details? How much blood did the patient lose? Unk. Was the bleeding controlled? Yes. Were any blood products or transfusion required? No. If so, please explain. The bleeding was checked intraoperatively with sutures.

Event description:
It was reported that once the peri-gastric passage is made, the echelon flex powered plus is introduced with a blue charge for the first horizontal shot, respected 30 sec. The pre-compression of the stapler after the firing is abnormal formation of metal staples (open b). At the subsequent vertical shot the same phenomenon occurs again with the opening of the gastric wall and conspicuous bleeding and the presence of completely open staples. Proceed with a third shot to dissect the last cm of residual stomach. It is therefore necessary to carry out gastrogastric suturing of the full thickness section shear. The stapler is replaced and the gastro-jejunal anastomosis is performed. No patient consequence reported.